Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide device with a 5 or 6f sheath after an unspecified procedure. Reportedly, after retracting the plunger a suture break occurred. The physician then attempted to pull the suture taut and the second suture break occurred. The device was removed and hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.